Event description:
Literature was reviewed regarding: the off-label use of the endurant stentgraft in patients. Multiple manufacturers¿ devices were used in the study population. The following medtronic devices were used: endurant among patient adverse events included: limb occlusion, rupture, surgical conversion, no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Brunschot, s. M., et al. (2024). Mid-term results of off-label use of the endurant stent graft in patients with challenging neck anatomies. Journal of vascular surgery, [volume], [issue], [page numbers]. Doi: 10.1016/j.jvs.2024.01.001 a2: mean age a3: mean gender d6a: exact date of implant unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.